Event description:
A surgeon reported that during a surgery performed with standard parameters, a patient experienced incision corneal burn on the first minute of phaco during the sculpt phase. The affected eye was the right eye (od). The patient was not hospitalized as result of the event, but required an emergency surgery and 3 suture stitches were applied in a 2.8mm incision. The surgeon also reported that the injury resulted in wound leakage. Per surgeon report, there was also anterior chamber shallow/collapse that lead to intraoperative hypotony. The thermal burn resulted in postoperative irregular astigmatism 6 d higher than the baseline. No corneal opacity was reported. The patient's symptoms are expected to resolve with treatment and the removal of the 3 stitches is planned. Additional information has been requested but not received to date.

Manufacturer narrative:
The sample is in transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).